Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion was an acute stent thrombosis of an unspecified stent located in a moderately tortuous and moderately calcified left anterior descending artery. The 2.5 x 28mm promus element stent delivery system (sds) was introduced and the stent successfully implanted. As the sds was being withdrawn, the distal end of the stent was deformed. Another 2.5 x 28mm promus element stent was implanted to treat the deformation and the procedure was finished successfully. No further patient complications were reported and the patient's status is stable.